Event description:
Incident details: a 26g PICC was pre-flushed with heparinized saline and placed with easy insertion in the r saphenous vein of a term baby without cutting the catheter. The wire was a little stiff to withdraw. The line would not flush or sample. There was no visible clot in the hub. The line was removed and, after removal, the wire reinserted to test for patency: there was a solid obstruction in the flange of the hub and no evidence of a clot anywhere in the catheter. The wire would not pass that point, whether inserted ante- or retrograde. Impact of incident: the baby remained stable through the whole procedure but still required vascular access.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. According to the product experience report there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be submitted once investigation has been completed.

Event description:
Incident details: a 26g PICC was pre-flushed with heparinized saline and placed with easy insertion in the r saphenous vein of a term baby without cutting the catheter. The wire was a little stiff to withdraw. The line would not flush or sample. There was no visible clot in the hub. The line was removed and, after removal, the wire reinserted to test for patency: there was a solid obstruction in the flange of the hub and no evidence of a clot anywhere in the catheter. The wire would not pass that point, whether inserted ante- or retrograde. Impact of incident: the baby remained stable through the whole procedure but still required vascular access.